Event description:
It was reported that the patient presented with phrenic nerve stimulation. The physician elected to explant the left ventricular (lv) lead and right atrial (ra) lead. Additionally, the ra lead was found to be dislodged during the procedure. The ra and lv leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was extra cardiac stimulation on the left ventricular lead. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The s-curve height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient experienced discomfort due to phrenic nerve stimulation on the left ventricular (lv) lead. During the lv lead extraction, the right atrial (ra) lead was found to be dislodged. The ra and lv leads were explanted and replaced. The patient was in stable condition.